Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned device was functionally evaluated. No failure or errors were detected on the device. To comply with safety regulations this device will fail to charge if it reaches 45°c. This can be caused by the external temperature, how the device is stored and also the heat produced by the device. The device will still carry out npwt at this temperature but will not charge. The temperature of the device can be reduced by storing it in a cooler place, making sure the device is charged prior to use or locking the screen when charging. As no issues were found with the returned device, we have been unable to confirm the failure mode and identify a root cause.

Event description:
It was reported that the battery does not charge. No patient impact or harm. Procedure was completed with a back-up device.